Event description:
It was reported that the burr would not secure the motor of a hand piece device. It was unknown to the reporter if the failure occurred during a planned surgery and if it was without delay. It is unknown it there was patient harm, an adverse outcome or injury was alleged. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and observed that the drill would not secure the cutter. The complaint was confirmed and duplicated during the evaluation. Evidence revealed that the reported condition occurred due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).